Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for rhizobium species. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end did not test positive; however, the channel had tested positive for one (1) cfu. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive sampling took place on june 29, 2021. All sixteen (16) required scope sampling points were sampled. No organisms were recovered from the scope during destructive sampling. No damage to the scope was observed on any of the fourteen (14) inspection areas during destructive inspection. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, black spots, and debris, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) of fourteen (14) areas of inspection. The device was returned to an olympus for evaluation after destructive culturing and sampling. There was a crack in the plastic distal end cover insulation. The l-arm/forceps elevator was missing and there was a cut on the k-wire for the k-lever and forceps elevator. The l-arm/forceps elevator cover was missing on the plastic distal end cover. The nozzle was missing. Half of the bending sheath cover was missing. The glue was missing at the plastic distal end cover side. The scope leak check, guide wire tension test and catheter test were unable to be performed due to a missing l-arm/forceps elevator. The legal manufacturer performed an investigation. Rhizobium species is an environmental organism. Too numerous to count of colony forming units of rhizobium were isolated from the sink six (6) days prior to june 3, 2021. The site reprocessing staff utilized reprocessing alternatives, but no deviations were observed. No sampling procedure review deviations were observed. No damage was observed during destructive inspection. Destructive sampling did not result in any growth. Site reprocessing staff utilized custom ultrasonics sink and third-party suction, which was the reason steps two (2), seventy-nine (79) to eighty (80), eighty-four (84), eighty-six (86) to eighty-eight (88), ninety-three (93), and ninety-five (95) to ninety-eight (98) were marked non applicable. The alternatives were not considered deviations. Inquiry revealed time between scope removal from the patient and automated endoscope reprocessor (aer) cycle start time was less than one (1) hour, which indicated that manual cleaning was performed within one (1) hour of scope removal from patient in accordance with the instructions for use (IFU). Environmental sampling and monitoring were performed as part of the post market clinical study (B)(6). The provisional root cause was potentially, an environmental contamination from the reprocessing room, a contamination during sampling (sampling media, sampler, laboratory), insufficient reprocessing.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. The ess observed the technician did not perform steps two (2), seventy-nine (79), eighty (80), eighty-seven (87), eighty-eight (88), ninety-three (93), ninety-six (96), ninety-seven (97), and ninety-eight (98) correctly. The customer used a custom ultrasonic sink instead. Step two (2): attach the syringe with water to the white flushing port of the adaptor. Depress the plunger and confirm that the water is emitted from both the openings of the white cover and the green cover of the adapter. After that, attach the syringe with water to the green flushing port of the adaptor. Perform the same step and confirm that the water is emitted from both the openings. Step seventy-nine (79): attach a clean 30 ml syringe, filled with detergent solution to the white flushing port of the adaptor. While immersing, flush the distal end with 180 ml of the detergent solution. Step eighty (80): attach the syringe filled with detergent solution to the green flushing port of the adaptor. While immersing the syringe completely in the detergent solution, flush the distal end with 180 ml of the detergent solution. Step eighty-seven (87): immerse endoscope and attached accessories into detergent solution. While immersing a clean 30 ml syringe, attach the syringe to the air/water channel port of the injection tube. Step eighty-eight (88): while immersing the syringe completely in the detergent solution, flush the air/water channel with 90 ml of the detergent solution. Step ninety-three (93): inject 90 ml of the water through each side of the distal-end flushing adapter with a clean 30 ml syringe. Step ninety-six (96): attach the syringe to the air/water channel port of the injection tube. Step ninety-seven (97): flush the air/water channel with 90 ml of the water. Keep the syringe attached to the air/water channel port. Step ninety-eight (98) correctly: using a 30 ml syringe, flush each side of the injection tube with 90 ml of air. For step eighty-four (84): connect the suction tube from the suction source to the suction connector on the endoscope. Set kv-5/kv-6 to maximum and turn on, a third-party suction was used. For step eighty-six (86): attach the channel plug (mh-944), the biopsy valve cap of the channel plug (mh-944) and attach the injection tube to the endoscope, the custom ultrasonic sink was connected to the biopsy valve. The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for rhizobium rubi. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end did not test positive; however, the channel had tested positive for one (1) cfu. No patient harm reported.